Manufacturer narrative:
This report is to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and two reportable malfunctions were found: there was damage to the channel tube and there was dirt on the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is unclear what caused the issues. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on the objective lens and a damaged internal channel. There was no patient involvement.